Manufacturer narrative:
(B)(4). Voluntary MDR/medwatch report number mw5112316 diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was initially reported on (B)(6) 2022 that a sensor failure after warm-up occurred. The sensor was inserted into the abdomen on (B)(6) 2022. On (B)(6) 2022, a voluntary medwatch report was received and additional information was provided. It was reported that (B)(6) 2022, the patient stated the sensor was ¿constantly not working. One after another not connecting.¿ she stated that her dexcom cgm is supposed to be reading to her tandem t:slim pump to regulate her insulin, but because the gcm is consistently not working, her pump does not provide enough insulin and she is in ketoacidosis constantly, including the day of the report. No blood glucose value was provided. She stated that there was no medical intervention as she addressed the issue on her own and was then in good condition. No details of her self-management were provided. Data was provided for investigation. The problem could not be confirmed. The probable cause could not be determined post investigation as the allegation was not found. No additional patient or event information is available.